Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 jaws would not close completely. The wire would heat up, but it would not divide the branch. After a few attempts at closing the jaws, the activation switch could not be moved at all. A new kit was used to complete the procedure. This was the user's first case using hp2. There were no pt effects. It is unk whether the product is returned.

Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. (B)(4).